Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter in 2 pieces. The hypotube shaft was completely separated 69.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic and tactile inspection found no irregularities or defects in the inner and outer shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced over a non bsc guide wire however, the shaft of the catheter snapped in half. The device was still not able to enter the patient's body. The procedure was completed with another of the same device no patient complications were reported.

Event description:
It was reported that shaft break occurred. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced over a non bsc guide wire however, the shaft of the catheter snapped in half. The device was still not able to enter the patient's body. The procedure was completed with another of the same device no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).